Event description:
It was reported that the crwprcise unit was off by 1mm (calibration). The unit was recently repaired / calibrated under RMA (B)(4) and shipped back on (B)(6) 2016. The device was not in contact with a patient, no patient injury or death alleged, no delay in surgery due to the product problem and no adverse consequences. The date of the incident was unknown.

Manufacturer narrative:
Integra has completed their internal investigation on 17 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the unit returned with case but, no foam set and the case is missing the top section. No accessories returned. Baseline measurement confirmed the customer complaint that the unit is off 1mm. In addition, there is a sliding adjustment difficulty because the unit is lacking proper lubrication. If the crwprecise is not maintained and properly lubricated after decontamination, the arc slide assemblies on the device will bind which in turn will cause the user to exert more force to move the slide and throw the unit out of calibration. The DHR review has been deemed satisfactory. Date of manufacture: 04 jan 2016. Device history record reviewed for lot number p1066 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back in the trackwise system for this reported failure and or related to " unit is off by 1mm" (calibration issue) for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause was not conclusively determined but, is consistent with a lack of lubricant on the arc slide assembly which causes sticking sliding or binding during operation. This condition will cause the user to exert more force to adjust the arc and may result in the unit going out of calibration.